Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier scanner had no light. A field service engineer found that there were a number of errors and spoof detections and tried a different universal serial bus cable but the issue persisted. So, the fse replaced the biometric identifier assembly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bio ID scanner failed, and no indicator light was illuminated. Due to the scanner failure, the nurse had to contact the pharmacy for medication access. The pharmacy reset the login on the server, and access to the machine was down for approximately 10 minutes. The customer stated that they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.